Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by patient's comorbidities which included hld, htn, cad, chf, and obesity. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 21mm porcine aortic valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to aortic stenosis. The tavr procedure was performed with a 23mm non-edwards transcatheter heart valve. No additional details were provided. Per medical records, there were no complications noted from the tavr procedure. Echocardiogram post tavr demonstrated a well-seated valve and leaflet excursion appeared normal.

Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a clinical trial patient with a 21mm porcine aortic valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to aortic stenosis. The tavr procedure was performed with an edwards transcatheter heart valve. No additional details were provided.